Event description:
It was reported that, "surgeon implanted dome screw and discovered outdate issue after acetabular insert was placed. Surgeon decided not to exchange due to damage to insert that would occur."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.